Event description:
New information received notes that the patient presented for a follow-up in clinic. Pacemaker interrogation was performed to pull up session records to look for atrial fibrillation (af). It was noted that the electrogram (egm) was invalid and the session records were unable to be pulled up on the programmer. No interventions or changes were performed, but the pacemaker was not cleared and the episodes were still on the pacemaker. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker exhibited diagnostics anomaly. No interventions or changes were reported. The patient's condition was unknown.